Event description:
The customer reported to olympus the distal tip broke off into the patient during a transurethral resection of the prostate at the beginning of the procedure. Customer believes they retrieved all the pieces. Diagnostic imaging was taken during the procedure: x-ray and imaging called c-arm was brought into the surgery room to check the tip that broke off. There was a twenty-eight minute procedure delay before the case could begin due to retrieval of the broken piece and unplanned diagnostic testing performed to confirm the piece was removed from the patient. The procedure was completed with a similar device. The customer isn't sure if they are returning the device or holding onto it to perform their own investigation. The customer is unsure of the lot number and it could be 181-0256 or 1g1-0256. There was no patient harm or injury reported due to the event.